Manufacturer narrative:
The investigation of hemolysis, access site bleeding, and vf/vt/af/at has been completed. Pump was not returned for investigation. Data log shows that a motor current spike was reported along with a drop in pump flow on 6/28 (two days prior to the reported hemolysis). Purge parameters were not affected during the time of the reported motor current spike. There is no indication of trendy placement signal, positioning issue, or motor current spike during the time of the reported hemolysis event, from 06/30 to 07/02. Hemolysis: data log and clinical information was not sufficient to derive hemolysis root cause. The cause of the hemolysis issue was not determined since without returned product investigation. Access site bleeding: the cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. Vt/vf/at/af: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The pump had been placed via the axillary artery and was providing support when the patient developed a hematoma leading to a pause in heparin therapy. The patient had elevated plasma-free hemoglobin levels and concerns for hemolysis which prompted repositioning of the pump. Iron supplementation was administered due to suspected hemolysis-related anemia which the physician believed had been caused by the pump. Additionally, the patient experienced ventricular tachycardia while on impella support. Despite these complications, the patient remained on impella support.